Event description:
A report was received that the patient was experiencing inadequate stimulation on the left side. The patient underwent a revision procedure wherein the lead was shifted to the left. The patient was doing well postoperatively and was happy with the coverage.